Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on behalf of a foreign patient on (B)(6) 2015, to report that patient experienced a detached sensor wire prior to sensor insertion. The sensor was inserted at the abdomen on (B)(6) 2015. No additional event or patient information is available.dates reflect time zone difference.